Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was migrating out of the skin and was repositioned submuscular prior to explant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to send a remote transmission when their device was programmed to dddr pacing mode. The device was explanted and replaced and the remote monitor remain in use. No patient complications have been reported as a result of this event.